Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep the shield came off when the device was removed during the procedure. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. Ddb had been already detached on arrival. The septum was fragmented, but the facility has cut it out to check that what has fallen out belongs to the seal component. The shield was detached and scratched on surface. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black rubber fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black fragment was identified to be the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown event description: report from the sales rep. The shield came off when the device was removed during the procedure. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. Ddb had been already detached on arrival. The septum was fragmented, but the facility has cut it out to check that what has fallen out belongs to the seal component. The shield was detached and scratched on surface. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Intervention: the case was completed with the new one. Patient status: no patient injury.